Event description:
It was reported that the customer had high blood glucose levels in the range of 300 mg/dl to 400 mg/dl. The customer treated the insulin pump. The customer also reported having high ketones. Troubleshooting was done. The customer was advised to check the tubing of the insulin pump for air. The customer reported not finding any air bubbles or any leaks. The customer was assisted with removing the reservoir and rewinding the insulin pump. The customer was advised to reinsert the reservoir and to run a manual prime. It was reported that insulin did exit the tubing of the insulin pump. The customer was advised to change the entire infusion set and treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).